Event description:
A distributor in france reported an issue where a pump failed to detect the cartridge, classifying it as a cartridge change error. There was no information available on the impact to the customer's blood glucose level. The pump was out of warranty and the customer decided not to return it, with no further information provided on additional actions taken.